Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause for the issue is under investigation. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of an issue with the axiom luminos drf system. It was communicated that the patient table intermittently tilted unexpectedly without user command. There was no injury communicated in this case. In a worst-case scenario, a serious injury could have resulted if the issue reoccurs.